Event description:
During a pocket revision procedure, the surgeon decided to explant the system due to a potential infection. Patient was implanted with a new advanced bionics spinal cord stimulator.